Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair procedure, after deploying t1 of a fast fix 360, t2 deployed prematurely through the meniscus. The t implants were removed with tweezers. The procedure was successfully completed with a non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation showed that the device was returned in the original box with the batch number of the complaint on the label. The t1/t2/suture were not returned. The actuator is in the pre-t1/post-t2 position. There is bio debris on the needle. A functional evaluation of the device showed that the actuator cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Factor that may have contributed to the reported event include an unintended second actuation of the device. No containment or corrective actions are recommended at this time.